Event description:
During a distal humerus repair procedure the tip of the drill bit broke off and the broken portion, approximately 2.5 cm, remains in the lateral side of the distal humerus. The patient had multiple screws placed and the drill bit may have hit a screw or temporary k-wire. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(6). Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.